Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(4) 2017. It was reported that the patient underwent a catheter revision on (B)(6) 2017. The catheter was kinked off at the anchor site. The patient¿s pump was filled with saline at minimum rate until their post-operative visit. It was indicated that there was no further information at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient went through a catheter dye study. The catheter was not able to be aspirated. The patient will decide if they want to go through a pump catheter revision but right now, they were thinking of not doing it. The patient reported they fell a lot which could have been the reason the catheter was not functioning. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 10 mg/ml morphine at a dose of 1.99 mg/day via an implantable pump for non-malignant pain. It was reported that at the appointment for a refill the hcp reported that they were getting back more than expected. The volumes were 3.9 and 13. The patient¿s pump was to be filled with saline on (B)(6) 2017 and turned to minimum rate for the patient to think about a catheter revision. The patient was not sure she wanted to go through a catheter revision. It was stated that at the previous refill there was more than expected as well per the hcp. There were no application diagnostics, troubleshooting, actions, or interventions. The issue was not resolved at the time of the report and the patient status was alive with no injury. The patient was also receiving benazepril 10/20 mg, vitamin d3, and percocet 10/325 every 4 day. No surgical intervention occurred and no surgical intervention was planned. The patient¿s weight was (B)(6). The patient¿s medical history included arachnoiditis, hypertension (htn), and high cholesterol. The event date was (B)(6) 2017. There were no further complications reported or anticipated.